Manufacturer narrative:
Evaluation of the returned benchmark max confirmed that the hva would not stay completely fastened to the hub of the benchmark. A demonstration hva was attempted to be attached to the hub of the benchmark max and the same issue occurred. The threads on the hub were undamaged; therefore, the root cause of the hva not staying completely fastened to the hub could not be determined. Further evaluation revealed a kink. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the left m2 segment of the middle cerebral artery (mca) using a benchmark bmx96 access system (benchmark max). During the procedure, the hemostasis valve adapter (hva) would not stay on the proximal threaded end of the benchmark max. Therefore, the hva was removed. The procedure was completed using a new device. There was no report of an adverse effect to the patient.